Event description:
Sara batteries were hot off charger - load tested all batteries, found two bad batteries and charger, replaced listed parts, unit working to operating specifications. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer medibo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.